Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery (bd) printed circuit board (pcb). The covidien service engineer (se) updated the software to the current revision. Covidien was not authorized to repair the device.

Event description:
It was reported that, on start up an 840 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.